Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set cannula kinked event on 19-jun-2024 and 10-jul-2024. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).